Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as event onset, pd therapy was discontinued and the patient was switched to hemodialysis. The cause of the event, treatment, patient hospitalization and patient outcome were not reported. No additional information is available.